Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was located in the left upper lobe's lingula segment, right on the pleura. The physician believed the ion device most likely contributed to the pneumothorax because he experienced CT-to-body divergence, although he did perform a depth adjustment. During the procedure, a small pneumothorax was seen on fluoroscopy and then confirmed post procedure via ultrasound and chest x-ray. An 8-french pneumothorax drainage kit was utilized to resolve the pneumothorax. The patient was hospitalized for a total of 2 days then discharged home without issue. The diagnosis was a pneumonia-like inflammation.